Event description:
The pt was implanted with a synchromed pump and catheter in 1998 for intrathecal infusion of baclofen for intractable spasticity related to spinal cord injury/spinal cord disease. The hcp noted a volume discrepancy between the predicted and actual reservoir volume. The pt did not experience any adverse effects. The pt underwent explantation of the device and implantation of a new synchromed pump in 2000. The explanted device was returned to the MFR for analysis.